Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: event 2. Three occasions of blood spills from where the lines connect to the dialyzer no patient complications were reported as a result of this event.